Event description:
Patient reported have seen consultant in regards to the issues with my breast implant an ultrasound has been done because I felt a lump in my breast. Radiology report states a suspected rupture and a little fluid around the implant. The device remains implanted. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, seroma.

Event description:
Healthcare professional reported, capsular contracture, baker grade IV.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient additionally reported capsular contracture baker grade unknown.

Manufacturer narrative:
(B)(4) the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown.